Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event of no output. The lcd display was confirmed to be broke. The side bail covers and ring cover were also found to be broke and the battery contacts compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) was connected to a patient when they were defibrillated. No ouput and damaged lcd was reported. Follow-up information received stated the device was recently found in a repair box, with a note stating that the unit was on a patient at the time the patient was defibrillated. There was no other information regarding the event circumstances. It was indicated that if there was a concern that the epg caused any problems, there would have been a patient incident report sent along with the unit.